Event description:
A customer reported an issue with the pixel display on the pump, which affected their ability to interact with the device and read the screen. There was no reported impact to the customer¿s blood glucose level, as levels remained within the normal range. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.